Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture and undersensing. The physician tried to reposition the lead a few times but then it was noticed under fluoro that the svc coil was damaged so the lead was replaced. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. In the course of the analysis the lead body was found squeezed approx. 33 cm distal to the is-1 connector pin. At this position the insulation body was found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection of the lead demonstrated deformations of both shock coils as mentioned in the complaint description which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.